Event description:
It was reported that the customer experienced low blood glucose of 20 mg/dl. He was treated with sugar water. Customer was all wet. At the time of the report, customer's blood glucose was 400 mg/dl, according to his caregiver, although it was 294 mg/dl when he checked himself. Troubleshooting was declined for low blood glucose. Customer was treated for high blood glucose with a bolus when his blood glucose went up to 309 mg/dl. It was also stated the keypad was not working for a time and it was not known whether the keypad had been locked. Customer was in the hospital, but it was not stated exactly why. It was stated that the customer was handicapped, had neuropathy, and was a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.